Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. It was confirmed that there was no fragment fall into the patient. The patient has not returned to the hospital.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace failed to be recognized. The procedure was completed using a backup harmonic ace with no reported injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and review of the system logs confirmed a failed recognition test. The instrument was placed on an in-house system and the instrument passed the recognition test. The recognition issue was not reproduced during investigaiton. Further investigation found that the instrument blade had mechanical indentationto the blade and a missing teflon pad on the clamp arm. These failures are unrelated and is attributed to mishandling and misuse. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.